Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005 patient underwent anterior cervical discectomy at c5-6 and c6-7 with interbody fusion with instrumentation and anterior cervical plating 8 x 14 cage at c5-6; 9 x 14 cage at c6-7; 50 mm blackstone titanium plate with harvest of local bone. On (B)(6) 2005 CT scan indicated ¿at the c2-c3 level, there is no significant abnormality. At c3-c4, there is minimal degenerative change, but no spinal stenosis or neural foraminal compromise. At c4-c5, there is minimal degenerative change. At c5-c6, there is some narrowing of both neural foramina, right greater than left due to bony overgrowth. At c6-c7, there is narrowing of the right neural foramen due to osteophyte. The left neural foramina is patent and there is no spinal stenosis. At c7-t1, there is mild degenerative change, but the neural foramina are patent and there is no spinal stenosis. Please note that anterior cervical fusion hardware is noted from c5 through c7. Reformatted images in the sagittal and coronal plane show normal cervical vertebral body alignment and height.¿ on (B)(6) 2005 patient did ok after surgery then began having more severe right cervical radiculopathy. It is a mixed c5 and c7 type of symptom; myelogram shows severe neuroforaminal stenosis at c5-6 worse than c6-7 on the right. On (B)(6) 2005 patient underwent posterior decompressive cervical laminectomy c4, c5, c6, c7 to treat persistent severe numbness in the right arm. On (B)(6) 2006 admitted to hospital. Pt fell from a ladder, burst fracture of l1 that extends to the left pedicle, some anterior fragment of the vertebral body protruding. On (B)(6) 2006 severe pain. On (B)(6) 2006 hospitalization d/c- discharge diagnosis overdose of xanax, seizures, mental status changes, l1 burst fracture with intractable back pain. On (B)(6) 2006 pain meds-lortab, valium, ambien. On (B)(6) 2006 the patient underwent thoracotomy for l1 corpectomy with fusion of t12-l1 using pyramesh and rhbmp-2/acs. On pod 3, x-rays appeared to indicate ¿the middle graft moving out of the seat that was created for it in the t12-l2 vertebral bodies.¿ on (B)(6) 2006 the patient underwent revision surgery to address hardware migration. Surgery consisted of decompressive laminectomy, t11 through l3 with microdissection, harvest of local bone, placement of pryamesh cage, posterolateral fusion with rods and screws, t11-l3. On (B)(6) 2006 CT scan indicated ¿orthopedic devices appear in good position. One of the screws in the anterior aspect of t12 extends to the right diaphragmatic crura, but no significant hematoma is seen in this location. Small hematoma in the left psoas muscle at the l2 level arising from the bone screw that was placed from left to right into the l2 vertebral body.¿ patient discharged on (B)(6) 2006. On (B)(6) 2006, left axillary type pain. On (B)(6) 2006, swelling left abdomen, appears to be denervation of the external abdominal oblique. Lopsided compared to right lower abdomen, numbness of the left leg. On (B)(6) 2007, has relatively severe left t12 type symptoms. Physician noted this was basically where the nerve was involved in scar tissue from the surgery. Told him it would improve. Swelling of his left oblique abdominis muscle consistent with muscular atrophy. On (B)(6) 2007, patient presented with persistent pain in left flank and mid abdomen. Loss of sensation in the left mid-abdomen, weakness of the external and internal obliques of the abdomen and bulging of the left side of his belly, numbness in his left thigh. On (B)(6) 2008, prominence or bulging on the left side-l3 level, rod goes from t11 to l3. Pain in left groin. Dr recommended removal of rods and screws. It has been over a year since the surgery was done, healed properly. On (B)(6) 2008, minimal disc bulge at the t7-8 level, extensive post op change involving the thoracolumbar junction as described above with corpectomy at the l1 level and extensive hardware applied, partial visualization of postop change involving the lower cervical spine. On (B)(6) 2008, admitted to hospital with failed back syndrome-patient underwent exploration of spinal fusion with removal of segmental instrumentation t11 to l3. On (B)(6) 2008, back pain tolerable, left hip pain improving, still with left groin pain, submandibular pain involving side of neck, complains of scalp or head pain. On (B)(6) 2008, still having a lot of symptoms-left rib pain, left hip pain, pain across the lumbosacral junction, stiffness in neck and radiating pain into his right arm, but overall his low back and legs are the worst. On (B)(6) 2008, abnormal bone scan. On (B)(6) 2008, CT lumbar spine revealed interval removal of pedicle screws and posterior bars. No change in the other fusion hardware fusing t12 to l2. Degenerative disc changes at l3-4 and l4-5 and to a lesser degree at l5-s1, but no significant lumbar stenosis is seen. Mild annulus bulge noted. On (B)(6) 2008, classic neurogenic claudication. Myelogram shows good repair and good healing where the upper l1 fracture was treated but shows routine moderately severe arthritis and spinal narrowing at l4-5 and l5-s1, some due to fat collection in his spine, cushingoid habitus from prednisone for emphysema. Not a great surgical candidate. Md suggests epidural steroid injections 2 or 3 series. Saw dr for injections (B)(6) 2008 MRI thigh-bone infarct. On (B)(6) 2008, low back pain radiating to the left hip and left leg. On (B)(6) 2008 lumbar transforaminal injection for lumbar radiculitis. Lumbar postlaminectomy pain. Left l5 and left s1 transforminal injections for lumbar spinal stenosis and left lower extremity radiculitis. On (B)(6) 2010, per physician¿s notes-complaints of pain at l2-3, ankle and foot pain. Takes lortab, soma, <(>&<)> fioricet (shows no sign of dependency), tens unit. On (B)(6) 2009, taking lortab, soma, neurontin, and ambien, tens unit. On (B)(6) 2010, it is noted that the pt recently had coronary artery bypass grafting. Complains of mid-thoracic region pain and pain across lumbosacral junction, left costal margin pain improved. Totally disabled due to spinal problems, spinal surgeries, spinal fractures, and now cad.